Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient was feeling stimulation in the wrong location, shocking, and painful stimulation. Patient stated they just had the trial implanted and the felt like the stimulation had moved and stated they were in extreme pain. Patient reported they had already turned stimulation down and instead of fluttering between the legs, they felt fluttering in their lower back and shocking, they didn't even know how to describe the pain. Patient was redirected to their healthcare provider. It was reviewed that the patient could turn stimulation down or off until speaking with healthcare provider. This was reported as a sudden change. No further complications were reported or anticipated.